Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown set tubing was leaking. The reporter stated that the device was leaking IV fluid. There was no report of patient injury or medical intervention. Additional information is not available.